Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels while she was pregnant. No blood glucose levels were reported. The customer stated that the hospitalization was due to the infusion sets she was wearing at the time. The customer did not want to troubleshoot. Nothing further was reported.